Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "upon iabp start up, iab failure to unwrap at top of iab .manual inflation successful, iab fully unwrapped and confirmed under fluoroscopy". No patient harm or injury. The patient status is reported as "fine".